Event description:
It was reported by service report that the footboard was broken with sharp edges and the potential for fluid ingress. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result: footboard.